Event description:
Healthcare professional reported that a patient was injected with juvéderm voluma® xc in the mid-face. Hcp reported patient did not disclose non device related autoimmune disease and has been dealing with swelling and bumps. The hcp treated the patient with steroids, hylanex, and antibiotics and the issues still have not been resolved. The status is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of autoimmune/connective tissue disorder, deemed not device related, is considered an unexpected adverse drug experience.